Event description:
International customer reported that a pt underwent a pancreatectomy in early 2009 and was discharged with a fever the following month. The pt was placed on oral antibiotics and wound care. The pt was re-admitted to the hospital for intravenous antibiotic therapy. The surgeon states that the placement of surgical drains caused the antidromic infection.

Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: 45623isp, mfg: 02/08/2007, exp: 04/30/2012. Lot: 48000isp, mfg: 06/09/2008, exp: 06/30/2013. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2009-00266 for all associated reports. The same patient is represented in each medwatch.